Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that thirty-seven days after the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. Subsequently, an additional transcatheter bioprosthetic valve was implanted, valve in valve, resolving the pvl. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.